Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Patient was implanted with a 11mm titanium cannulated retro/antegrade femoral nail and 5mm titanium locking screw on (B)(6) 2013. Patient was returned to the operating room on (B)(6) 2013 for removal due to non-union and possible infection. This report is 1 of 2 for complaint (B)(4).